Manufacturer narrative:
The device has been received, however, the investigation is not complete. If there is any new information from the investigation, a supplemental report will be filed.

Event description:
Note: event and procedure dates are unknown. It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (patient age, gender and weight unknown). According to the complainant, after dilation was complete the balloon was deflated. Upon withdrawal of the device, the balloon was stuck in the scope and the physician used excessive force to remove the balloon. The event occurred inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.